Event description:
It was reported that the wake button was sticking. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
In use at the time of the event:cgm model: g6mobile os: ios / ios_iphone 13 pro max / 3.5.1 / ios_18.5.